Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 7,1 mmol/l with the accu-chek performa meter and 24 mmol/l with a professional meter. On (B)(6) 2022, the patient was hospitalized to intensive care unit with hyperglycemia. The patient was treated with intravenous injections of insulin. On (B)(6) 2022, in the evening, the patient was transferred to therapeutic department. She was still in the hospital at the time of the call on (B)(6) 2022.